Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The full name of the event site is (B)(6) medical center. A getinge field service engineer (fse) evaluated the iabp and noticed the video display was distorted. The fse replaced the video receiver pcb and the cable. The safety disk was also expired and had to be replaced. Upon inspection the fse noticed a missing a screw hole cover. The cover was replaced, and the iabp unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a monitor issue. The iabp screen was flickering. No patient was involved during this event. No adverse event was reported.